Manufacturer narrative:
(B)(4) - anti-reflux valve remains open. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a breast reconstruction procedure on an unknown date and a reservoir was connected to a drain. There was a back flow of drainage from the reservoir into the patient when the tube was milked. Additional information has been requested.